Manufacturer narrative:
A getinge technician was sent for investigation on 2026-03-16. During visual inspection the hls cable was found corroded on the hls side. The customer requested a replacement hls cable as well as a spare cable. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during a training. It was reported that the pressures could not be zeroed. The customer stated that the hls cable is giving erratic pressure values across multiple circuits. The customer believes that the hls cable is twisted and bent and suspects it is damaged. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in USA during a training. It was reported that the pressures could not be zeroed. The customer stated that the hls cable is giving erratic pressure values across multiple circuits. The customer believes that the hls cable is twisted and bent and suspects it is damaged. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. A getinge technician was sent for investigation on 2026-03-16. During visual inspection the hls cable was found corroded on the hls side. The customer requested a replacement hls cable as well as a spare cable. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles are not available. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-30. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. Multiple disposable connection cables with the same failure were returned for investigation to re-investigate the issue by getinge life-cycle-engineering on 2024-08-29. The visual discoloration/corrosion was confirmed. In addition, functional tests were carried out which confirmed the following: wetting the socket level of the connector with salty liquids (priming) affects the measurement signals (pressure measurement) due to the increased electrical conductivity of the impurities. To avoid this contamination, it should be ensured that during the priming procedure the contact insides are either covered, remain on the hls or are placed on the holder of the hls cable of the sensor panel. In addition, contact cleaners / contact sprays should not be used to clean the plug contacts. This will also damage the connections. The getinge service and sales unit technician was advised to make the customer aware about the bulletin (issue 95 / 21-05-04). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The review of the non-conformities has been performed on 2026-03-18 for the period of 2022-08-05 to 2026-03-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-08-05. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. Based on the results the reported failure "pressur reading issue due to hls cable corroded" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).